Event description:
In 2009, the pt underwent an endovascular procedure to treat an infrarenal aortic aneurysm and was implanted with five (5) gore excluder aaa endoprostheses. A type ii endoleak was noted at the lumbars. The pt tolerated the procedure. Six days later, the pt presented to the emergency room with severe abdominal pain. A type iii endoleak was identified between the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and the gore excluder aaa endoprosthesis contralateral leg component. Another gore excluder aaa endoprosthesis contralateral leg component was inserted to bridge these devices, and the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc201200.